Event description:
The physician was using a vaccess CT insertion kit and the guidewire bent when placed through pink introducer needle. They opened another introducer set and placed the guidewire through same pink introducer needle and again the wire bent. The physician states this is not the first time it's happened.